Event description:
It was reported that this patient received multiple episodes of inappropriate shocks due to t-wave oversensing. The physician believes that the patient's morphology was due to electrolyte imbalance. No changes to the system were reported. No adverse events.

Event description:
This supplemental report is being filed to provide additional information that this patient has recently received additional inappropriate shocks due to double counting wide morphologies as well as atrial fibrillation with rapid ventricular rate. The entire system is being monitored at this time. No adverse events.